Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermittent capture at 7.0v. The patient was exposed to "multiple electrocautery and four 360j of external shocks."